Event description:
The customer contact reported the device did not deliver a dose when the button on the pt bolus cord was pressed. The customer contact reported that during testing, the device "is not responding to the bolus request, a pin is missing on the connector." There were no reports of any adverse events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.